Event description:
On (B)(6) 2013, a health care professional (hcp) from a hospital's diabetes center contacted an animas clinical manager regarding the patient's inquiry about the pump's warranty. The hcp reported that patient was in the hospital for dka but currently not on the pump. It was alleged that the patient discontinued pump therapy because the pump cracked at a time when the patient was engaged in construction work. The hcp stated that the patient said the pump had not been used for 'quite some time' and that the pump was 'somewhere at home'. No additional information is available. It is unclear how long the patient was off the pump and it is unknown if the pump lost power due to the crack. However, since an animas patient experienced a serious injury while using an alternate method of insulin delivery after an alleged malfunction of the pump, this complaint is being reported.

Manufacturer narrative:
The following contact information is for the reporter (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.